Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) longevity showed less than half a year since early this year. Boston scientific technical services (ts) advised to perform a hex dump for engineering analysis. Further, engineering analysis result indicated that this crt-p likely will reach elective replacement indicator (eri) anytime. It was also indicated that to get more accurate analysis of device functionality, a save to disk data dump should be sent in for analysis. This crt-p was explanted. No additional adverse patient effects were reported.